Event description:
It was reported that during the first post-operative programming with the patient, adequate stimulation therapy could not be obtained. The patient felt the stimulation in the abdomen area and not in the legs and back where needed. X-rays were taken and it was determined the lead was not at the correct position. The patient was scheduled for a lead revision and on (B)(6) 2013 the patient underwent surgical intervention to repositioned the lead. Adequate stimulation therapy was obtained, post operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.